Manufacturer narrative:
Imdrf device code a150201 captures the reportable event of stent failure to deploy for a biliary, gallbladder indication.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastrically to duodenum for the treatment of gastroenteric anastomosis during a procedure performed on (B)(6) 2025. During the procedure, the stent could not be released and was unable to be deployed, even outside the patient, which resulted in a prolonged procedure. The procedure was eventually completed using another axios stent. There was no patient complications reported due to this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. It was reported that the axios stent was intended to be implanted during a gastroenteric anastomosis. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted for a gastroenteric anastomosis procedure.

Manufacturer narrative:
Blocks h7, h9 and h11 have been updated. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy for a biliary, gallbladder indication. Block h11: an axios stent and electrocautery enhanced delivery system were returned for analysis. No visible damage along the visible length of the outer sheath with the sheath fully extended out of the lad nose. Visual examination revealed that the outer sheath appeared intact along its visible length when fully extended from the lad nosecone. However, the sheath was found to be detached from the slider, with a noticeable gap present in the slider mechanism. Functional testing was performed by pulling the outer sheath away from the nosecone which was unsuccessful due to high resistance. Microscopic examination confirmed the stretching of the outer sheath and identified a kink in the inner catheter just proximal to the stent retainer. These findings likely contributed to the high resistance encountered during deployment. Manual deployment was attempted successfully but with high resistance. The distal flange was slightly slow to expand but did fully expand. No other problems were noted to the stent and delivery system. Product analysis confirmed the reported event of stent failure to deploy and handle break. Taking all available information into consideration, the investigation concluded that the reported event and observed damage were likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician, limited the performance of the device and contributed to the reported event and observed damage. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure. A labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. "The axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture" however, it was reported that the axios stent was intended to be implated during a gastroenteric anastomosis. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastrically to duodenum for the treatment of gastroenteric anastomosis during a procedure performed on (B)(6) 2025. During the procedure, the stent could not be released and was unable to be deployed, even outside the patient, which resulted in a prolonged procedure. The procedure was eventually completed using another axios stent. There was no patient complications reported due to this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. It was reported that the axios stent was intended to be implanted during a gastroenteric anastomosis. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted for a gastroenteric anastomosis procedure.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy for a biliary, gallbladder indication. Block h11: an axios stent and electrocautery enhanced delivery system were returned for analysis. No visible damage along the visible length of the outer sheath with the sheath fully extended out of the lad nose. Visual examination revealed that the outer sheath appeared intact along its visible length when fully extended from the lad nosecone. However, the sheath was found to be detached from the slider, with a noticeable gap present in the slider mechanism. Functional testing was performed by pulling the outer sheath away from the nosecone which was unsuccessful due to high resistance. Microscopic examination confirmed the stretching of the outer sheath and identified a kink in the inner catheter just proximal to the stent retainer. These findings likely contributed to the high resistance encountered during deployment. Manual deployment was attempted successfully but with high resistance. The distal flange was slightly slow to expand but did fully expand. No other problems were noted to the stent and delivery system. Product analysis confirmed the reported event of stent failure to deploy and handle break. Taking all available information into consideration, the investigation concluded that the reported event and observed damage were likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician, limited the performance of the device and contributed to the reported event and observed damage. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure. A labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. "The axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with = 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture" however, it was reported that the axios stent was intended to be implated during a gastroenteric anastomosis. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastrically to duodenum for the treatment of gastroenteric anastomosis during a procedure performed on (B)(6) 2025. During the procedure, the stent could not be released and was unable to be deployed, even outside the patient, which resulted in a prolonged procedure. The procedure was eventually completed using another axios stent. There was no patient complications reported due to this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. It was reported that the axios stent was intended to be implanted during a gastroenteric anastomosis. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with = 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted for a gastroenteric anastomosis procedure.